Event description:
It was reported that this peritoneal dialysis (pd) patient was hospitalized due to peritonitis. Additional information was obtained through follow-up with the clinic manager (cm). The patient went to the emergency room (ER) on (B)(6) 2026 due to abdominal pain, nausea, and vomiting. The patient was admitted to the hospital. The patient¿s hospital documentation lists the diagnosis as peritonitis associated with peritoneal dialysis: status suspected. A pd culture and cell count was obtained. The patient was initiated on antibiotic therapy with intravenous (IV) cefepime and vancomycin (dose, frequency, and duration unknown). The culture was negative for growth after 48 hours and the cell count was 5235. A repeat cell count was done on (B)(6) 2026 and showed 40. The patient was discharged on (B)(6) 2026. The patient¿s antibiotics changed at discharge to intraperitoneal (ip) cefepime 2g for 2 doses and ip vancomycin 1g on (B)(6) 2026 followed by a follow-up cell count on (B)(6) 2026. The patient also reported a tense abdomen on (B)(6) 2026. The source of the infection is unknown.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: there is a temporal relationship between peritoneal dialysis utilizing the liberty select cycler with liberty cycler set and the patient event of peritonitis with hospitalization. However, there is no documentation in the complaint file to show a causal relationship between the use of the liberty select cycler with liberty cycler set and the peritonitis event. Although the patient¿s discharge documents listed the peritonitis status as suspected, the patient met the international society for peritoneal dialysis¿s definition for peritonitis: we recommend that peritonitis should be diagnosed when at least two of the following are present: 1. Clinical features consistent with peritonitis, that is, abdominal pain and/or cloudy dialysis effluent; 2. Dialysis effluent white cell count > 100/ l or > 0.1 × 109/l (after a dwell time of at least 2 h), with > 50% polymorphonuclear leukocytes; 3. Positive dialysis effluent culture (1c). The patient¿s culture was negative for growth. It is unknown if the patient was administered antibiotics in the emergency room prior to the culture being drawn. Unfortunately, pd-fluid cultures do not always yield an organism in patients with clinical findings of peritonitis. The most common cause of culture-negative cases is initiation of antibiotics before cultures are obtained with other causes being infection with fastidious bacterial organisms, acid-fast bacilli, or fungal organisms. The cause of the peritonitis was not confirmed, but most cases of peritonitis are caused by touch contamination by the patient with the pd catheter being a source of entry for organisms into the peritoneum. Based on the available information and no evidence of a malfunction, deficiency, or defect, the liberty select cycler and cycler set can be excluded as the cause of the patient¿s reported peritonitis event.

Event description:
It was reported that this peritoneal dialysis (pd) patient was hospitalized due to peritonitis. Additional information was obtained through follow-up with the clinic manager (cm). The patient went to the emergency room (ER) on (B)(6) 2026 due to abdominal pain, nausea, and vomiting. The patient was admitted to the hospital. The patient¿s hospital documentation lists the diagnosis as peritonitis associated with peritoneal dialysis: status suspected. A pd culture and cell count was obtained. The patient was initiated on antibiotic therapy with intravenous (IV) cefepime and vancomycin (dose, frequency, and duration unknown). The culture was negative for growth after 48 hours and the cell count was 5235. A repeat cell count was done on (B)(6) 2026 and showed 40. The patient was discharged on (B)(6) 2026. The patient¿s antibiotics changed at discharge to intraperitoneal (ip) cefepime 2g for 2 doses and ip vancomycin 1g on (B)(6) 2026 followed by a follow-up cell count on (B)(6) 2026. The patient also reported a tense abdomen on (B)(6) 2026. The source of the infection is unknown.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.